Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. Dianeal therapy was ongoing. Outcome was not reported. Per the nurse, the peritonitis was related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot numbers; gd874859 and gd876474 with no defects noted. The as determined cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the sample tubes falling from unicel dxh 800 coulter cellular analysis system cassette. The tubes fell into and were contained in the drip tray designed to catch any leaks. The tubes were identified as missing when cbc test orders for three patient specimens were listed as pending after being sorted on the automation line (pre-analytical). The tubes were found inside the instrument near the cassette mixer assembly. The tubes were not broken or damaged. No reports of death, injury or affect to patient treatment as a result of this event.